Event description:
It was reported that stent damage occurred. A 3.00 x 20mm synergy xd drug-eluting stent was selected for use. However, at an unspecified time during the procedure the stent edge was lifted. There were no patient complications. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. It was the stent itself that was lifted up. The procedure was completed with a different device.

Event description:
It was reported that stent damage occurred. A 3.00 x 20mm synergy xd drug-eluting stent was selected for use. However, at an unspecified time during the procedure the stent edge was lifted. There were no patient complications.